Event description:
The vision was implanted without a problem on the right position in the vessel. A proximal re-dilatation with the stent delivery system (sds) was attempted, and during the re-dilatation, a vessel dissection occurred and the pt needed a second stent. The pt remained in the hosp for observation. One day post-procedure, the pt underwent a repeat angiogram and was very doing well.